Event description:
A review of service data detected a reportable problem. During servicing, electrode belt sn (B)(4) failed a defibrillator test. The last patient to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation, the electrode belt failed a defibrillator test. The cause for the test failure was isolated to internally shorted u727 and u728 processors on the distribution node pca board. The root cause for the shorted processor could not be positively identified. No adverse event resulted from the defective electrode belt. The last patient to use this electrode belt did not report any deficiencies.